Manufacturer narrative:
Procedural image evaluation summary: the cine images provided confirm a previous bypass graft, there is stenosis in the lad and the mid lcx. It appears likely that the dislodged stent is located in the proximal circumflex. No images were provided to show the delivery or dislodgment of the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. No other deformation was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use resolute onyx rx coronary drug eluting stent to treat a mildly calcified, non tortuous lesion with 70% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used. It was reported that an attempt was made to advance the resolute onyx stent however it failed to advance and upon removal the stent dislodged into the lm-lcx. The dislodged stent was crushed with a 5x20 nc balloon with an accepted result. The patient was reported to be alive with no further injury.